Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced a hypoglycemic event after a meal announcement decision was discussed, with blood glucose dropping to 53 mg/dl and subsequently treated with oral glucose in the form of juice and glucose tablets; troubleshooting and education were provided, and the cause remained unclear. Symptoms included hypoglycemia. Outcomes included stabilization of blood glucose without hospitalization or injury. Investigation included technical review and user education follow-up. Investigation of this case revealed no device alerts or alarms and no definitive device malfunction identified. It was concluded that the event was user-experienced hypoglycemia with cause unclear and that no device-related failure could be confirmed. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.